Event description:
It was reported that the cylinders of the inflatable penile prosthesis (ipp) were not inflating as expected due to a mechanical issue. The patient visited a urologist and a mechanical issue was noted. The device remains implanted, and a revision was requested. There were no patient complications reported.